Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: can you identify the lot number of the product used? No. The following information was requested, but unavailable: were there any patient consequences? Unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One used suture piece was returned for evaluation. Product code sxpp1b420. During the visual inspection of the returned suture, the ends were examined and were note to be cut probably by a surgical instrument. Crimping marks were noted on the strand. Besides that, the needle was not returned for evaluation. The product code sxpp1b420 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. The needle popped off the suture after pulling the suture out of a 8mm trocar with a lap grasper. The surgical assist was not sure if the needle was still inside the body or fell outside the body when bringing the suture out of the trocar. The procedure was completed successfully with forty-five minutes of delay. No adverse patient consequences were reported. Additional information was requested.